Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that excessive force is required to press the wake button and activate display. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.